Event description:
Penfill holder of novopen 4 was lost. The push button popped automatically after shaking the pen [device malfunction]. Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous report received from (B)(6) and reported by a consumer as "penfill holder of novopen 4 was lost. The push button popped automatically after shaking the pen." It concerns a pt treated with novopen 4 (insulin delivery device) for "device therapy." Upon analysis of the returned product, a fault which may lead to a medical consequence was found: the push button was blocked. This case was reclassified to an incident due to this fault. Analysis result: product name: novo pen 4. Batch: xug0631. Investigation and results: technical, visual, and functional examinations were performed. The pen was received without the penfill cartridge holder for investigations. The device was tested with a random penfill cartridge holder and penfill cartridge and a new novofine needle mounted. It was not possible to observe the alleged fault. However, the push-button may block sometimes and the piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction, the dose accuracy is not affected.

Manufacturer narrative:
Comment: company comment: upon analysis, a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction, the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer after changing the penfill is setting the dose before returning the piston rod and neglecting to prime the pen, the patient could receive a too high dose and experience a hypoglycemic event. The fault should initially be obvious to the pt, because of the change in injection force and the overall risk of an adverse event is considered minimal. Final comment from the manufacturer: (B)(4) 2011: during investigation of the device a fault which could lead to an incident was identified. One case has reported adverse events, in connection to a fault similar to that in case (B)(4). It was estimated that the fault found did not have causal relationship with adverse events reported in the case. The reporting rate for the reports, where a similar fault as that seen in argus case (B)(4) has been found, is low. Evaluation summary: investigation and results: technical, visual, and functional examinations were performed. The pen was received without the penfill cartridge holder for investigations. The device was tested with a random penfill cartridge holder and penfill cartridge and a new novofine needle mounted. It was not possible to observe the alleged fault. However, the push-button may block sometimes and the piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction the dose accuracy is not affected.